Manufacturer narrative:
Additional information: d10, h3, and h6. H10: the device was received for evaluation. A visual inspection was performed, and it was noted that the female connector was separated from the main body of the returned transfer set. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) separated from the light blue main body of a ce minicap extended life pd transfer set. It was further described as "when unscrewing the minicap, the dark blue part of the extension started to come away and a piece of light blue plastic came out". This issue was identified during a routine peritoneal equilibrium test performed by the nurse. The transfer set was in use for peritoneal dialysis for 5 months. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.